Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the gray silicon insulation (jaw boot) on the vasoview hemopro endoscopic vessel harvesting system dislodged from its proper placement. It never fell off. The physician's assistant trimmed the piece and completed the case using this device. The product was discarded.

Manufacturer narrative:
Method: the device will reportedly not be returned to maquet cardiac surgery for investigation. A lot history record review was completed for the returned product lot number. There was no non-conformance which could be attributed to this failure mode. (B)(4).